Event description:
The pt reported her stimulation turns on by itself and ramps up leading to uncomfortable stimulation and jolts throughout her body. The pt indicated she has experienced this a few times. The pt was instructed to keep the stimulation off and consult with her physician to determine a resolution.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.